Manufacturer narrative:
Additional information: h3, h6. H10: the sample was received for evaluation with a patient connector attached to the female connector. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue component) and the main body (light blue) of a minicap extended life pd transfer set; further described as ¿dark blue component unscrewing from the light blue when trying to remove the connected patient line¿. There was no noticeable damage to the set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.